Manufacturer narrative:
Jan 25, 2016 03:16 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that the vasoview hemopro 2 device had broken wires at the jaw. The hospital did not report any patient effects. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that the vasoview hemopro 2 device had broken wires at the jaw. The hospital did not report any patient effects. Related complaints: (B)(4).

Manufacturer narrative:
(B)(4). The correct date for mfg report # 2242352-2016-00093 is 03/25/2016.

Event description:
The hospital reported that the vasoview hemopro 2 device had broken wires at the jaw. The hospital did not report any patient effects. Related complaints (B)(4).